Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation findings. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided and reviewed; it was not relating to the complaint event. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record review (DHR) or lot history review is required. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3 and no IFU/training deficiencies were identified. The complaint for stenosis was confirmed based on the medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. In this case, the device under investigation had been implanted for more than 5 years (implanted on (B)(6) 2016). There is no evidence of device malfunction contributed to the reported event. Therefore, risk management file review is completed, no further action is needed. Per the instructions for use (IFU), stenosis and device degeneration are listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. As reported, "approximately 6 years post tavr of a 23 mm sapien 3 valve in the aortic position via transfemoral approach, the patient now present's severe aortic stenosis and will need replacement. The tte indicated the patient had congestive heart failure. Patient was presented with an aortic peak velocity of 4.9 m/s". Due to limited information, a definitive root cause is unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.

Event description:
As reported by a field clinical specialist (fcs) via thv hotline, approximately 6 years post tavr of a 23 mm sapien 3 valve in the aortic position via transfemoral approach, the patient now present's severe aortic stenosis and will need replacement. The tte indicated the patient had congestive heart failure. Patient was presented with an aortic peak velocity of 4.9 m/s. High velocity suggesting probable significant bioprosthetic aortic stenosis

Manufacturer narrative:
Investigation is ongoing. Device remains implanted.